Event description:
The pt had a pocket infection. The pt was able to stand for 15 minutes before she had to sit down due to stabbing pain at the lead location. When she lay down the area would twitch. She also experienced shocking and jolting. Revision or replacement of the lead and implantable pulse generator was planned. The pt recovered without sequela. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.